Manufacturer narrative:
The device was explanted and returned for analysis. No explant date was provided. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2020 23 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the current consumption of the ICD was analyzed and found to be normal and as expected. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The specified energy level of the shock was, however, not reached due to a depleted battery. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for a thorough analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a damaged component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
It was reported that at a routine follow up and the battery status was eri while the battery voltage was 2.89v. The last follow up was on (B)(6) 2019 and then the battery percentage was 60 percent, no shocks were given since the last follow up.